Event description:
It was reported that there was cassette sensor error. The event occurred during testing.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to complaint concerns. Downstream occlusion sensor (dso) does not respond to applied pressure and remains at 140 mv+/-. When attaching a cassette while in the software menu, device immediately alarms ¿cassette not attached properly.¿ dso sensor is defective. Replaced dso sensor, bezel, and seal. Performed sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.